Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, explant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, , implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 and exchanged on (B)(6) 2018 with a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4)